Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol), model pcb00, implanted in the left eye on (B)(6) 2016 had a defect on the optic. The lens was explanted on (B)(6) 2016 and replaced with a different lens, model za9003, same diopter. The incision was enlarged and a suture was used. No further information was provided.

Manufacturer narrative:
Device evaluation: complaint device was returned for evaluation. The lens was observed cut. Only three pieces of the lens were returned. The condition observed is consistent with a lens that has been cut due to lens removal or explant process. Inspection of the optic was not possible due to the device condition. The reported issue could not be verified. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no related non-conformity report for this complaint. A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.